Event description:
Over the past few days multiple nurses have had patients tubings/caps leak. It sounds like, now that people are talking about it, it has happened very sporadically over the last few weeks but not been reported as it seemed to be an isolated occurrence we think it most probably isn't the tubing as we have had leaks using standard chemo tubing, specialty chemo tubing, blood tubing...the only constant being the caps that we all use. That said, I have a used blood tubing setup bagged and saved, not sure if you want it. The nurse said when she removed the cap, it flushed without leaking. The patients mostly have their ports accessed on the other side of the clinic and it is hours before we in infusion see them, so there are no lot numbers available for the caps used. For the time being, I am going to have the cas remove all the caps from the clinic nurses' carts and replace with a new lot of caps and see if the problem continues. I have four of them to return to the manufacturer for evaluation.